Manufacturer narrative:
Concomitant medical products: non-cfn secondary set; 250 ml b.braun bag, ndc 0264-7510-20, lot j6d188, exp 04/2018, doxycycline hyclate (vibramycin) dextrose 5%, therapy date (B)(6) 2016. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of tubing kinked and sucking air below the drip chamber was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, kinks, holes/tears in the tubing or damages to the components. During visual inspection, of the returned set it was observed that vinyl tubing below the drip chamber was slightly kinked. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of two particles located between the housing seal area and the affixed silicone diaphragm disk. The size of the particles were measured to be 0.00806¿ and 0.00444¿ long. The particles were identified to be ¿calcium carbonate. The root cause of the check valve failure is due to a calcium carbonate particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate was not identified.

Event description:
The customer reported the primary tubing that was infusing antibiotics (100 mg vibramycin in 250 ml d5) to a patient was noted to be kinked and sucking air below the drip chamber and would not infuse properly. There was no patient harm.